Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was recently implanted, and since that time noise had been present on the shock and right ventricular channels. The noise inhibited pacing. Impedance measurements were normal. A boston scientific technical services (ts) consultant discussed the possibility of leads reversed in the header and lead crush. It was suggested to try to recreate the noise and to verify lead measurements upon interrogation of device.